Event description:
The customer reported that both monitors froze while sending images to pacs. The system was locking up. There is no report of patient injury associated with this event.

Manufacturer narrative:
A ge service representative performed an on site investigation. The reported issue could not be identified or duplicated. The system was operating as intended.